Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen. The patient reported that he had a hypoglycemic event in which his cgm readings were inaccurate with no alert, leading him to lose consciousness while driving and have a car accident. No bg or cgm values were provided but he stated that the difference was over 40 points mg/dl. Paramedics were called but no treatment information was provided. At the time of contact, the patient was doing good. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.